Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in medium condition. Per visual inspection wear and tear on the device. Per functional testing the start button was pressed, but nothing happened. After the device was open and the printed circuit board (pcb) was removed it was noticed that the on/off switch on the pcb was broken. It was also noticed that the customer tried to repair it. The complaint was confirmed. The root cause was an outdated pcb board with broken power switch leads from wear of usage and design failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that there was "faulty contact at the switch button". No patient involvement reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.